Manufacturer narrative:
(B)(4)

Event description:
It was reported that review of the transmission revealed that the right atrial lead exhibited low impedance, noise and decrease in p-wave amplitude. Lead revision was unsuccessful due to svc occlusion. The device was programmed to ddi mode. The patient was stable and had no adverse consequences.